Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 75% stenosed, 16mm in length, 3.0mm in diameter, eccentric, de novo target lesion was located in the right coronary artery. After a 6f jr 4 guide catheter was placed, a choice pt extra support guidewire crossed the lesion. Pre-dilation was performed using a 3.0x15mm emerge balloon catheter. Then a 3.50x16mm synergy drug-eluting stent was advanced into the guide catheter however, resistance was encountered. It was further noted that the stent delivery system (sds) fell on the sterile drape of the patient. The sds was removed and it was noted that the proximal stent struts were stretched and deformed. The procedure was completed with a 3.5x16mm promus premier stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the distal portion of the crimped stent were distorted, damaged & stretched distally out over the balloon of the device. This type of damage is consistent with the incorrect removal of the stent protector from over the crimped stent. There were no issues advancing a 0.014" guidewire through the device. The product stent protector was not returned for analysis with the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the balloon wall, indicating that a full crimp was achieved between the stent and balloon. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the mid-shaft or inner/outer shafts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 75% stenosed, 16mm in length, 3.0mm in diameter, eccentric, de novo target lesion was located in the right coronary artery. After a 6f jr 4 guide catheter was placed, a choice pt extra support guidewire crossed the lesion. Pre-dilation was performed using a 3.0x15mm emerge balloon catheter. Then a 3.50x16mm synergy¿ drug-eluting stent was advanced into the guide catheter however, resistance was encountered. It was further noted that the stent delivery system (sds) fell on the sterile drape of the patient. The sds was removed and it was noted that the proximal stent struts were stretched and deformed. The procedure was completed with a 3.5x16mm promus premier stent. No patient complications were reported and the patient's status was stable.